Event description:
The customer contacted baxter's technical service center to report an issue of leaking transfer set while on the home choice (hc) device during use. The home patient (hp) stated that he noticed there was leakage in the transfer set. The baxter technical representative (tsr) advised the hp to contact the registered nurse(rn) immediately. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance with the home patient (hp) regarding the leak issue. The hp stated that there was tiny hole in the transfer set that was result of constant bending, twisting and turning. The hp had gone to the clinic and they had resolved the issue by slicing slightly the transfer set to remove the hole site, all the aseptic precautions were taken. The hp stated that he had been using transfer set for sometime (unknown date) . The hp was using the same transfer and the hp was continuing therapy at this time. The sample and lot number was not available. On (B)(6) 2012, product surveillance receive callback from the nurse. The nurse clarified that the hole issue was with a component of the plastic adapter (unknown manufacturer) connected to the catheter. The nurse stated that they replaced it with the titanium adapter and also replaced the transfer set. The nurse clarified that the patient must have been confused as to what component had the hole. The nurse stated that the patient was treated with prophylactic antibiotics and the issue was resolved. The nurse did not have any manufacturer and product information related to the plastic adapter. The product code and lot number of the transfer set are unknown.

Manufacturer narrative:
(B)(4). Additional information: the reported issue was not confirmed, as the device was not returned to baxter. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.